Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve there was restricted blood flow to the right groin after removal of the sheath. A balloon angioplasty was performed at the access site. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Per the corevalve instructions for use (IFU), access site complications are a potential procedural complication. (B)(4). Location : hospital.